Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, this driver is made for delta bio-screws. A most likely cause of the event is prying/leveraging of the driver while attempting to remove the unknown screw type. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that there was an acl revision. Surgeon tried to remove a 2.5 metal screw. And 3.5 driver did not fit. Delta screwdriver was used and the tip broke off in the screw during an attempt to remove the screw. Follow-up investigation: it was reported that the patient had seen the surgeon for a non-related issue and not an acl revision procedure. As the surgeon attempted removal of an (arthrex or linvatec) screw, the driver tip broke-off in the screw. The 3.5 hex driver did not fit into the screw, the delta driver did, but the tip broke. The surgeon attempted to use an easy out to remove the screw but it could not engage into the cannulation of the screw with the broken driver tip present.